Event description:
Analysis of the returned device found the ptfe (polytetrafluoroethylene) coating on the guidewire (subject device) was scraped/peeled near the proximal end. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed the ptfe (polytetrafluoroethylene) coating was peeled/scraped off on the proximal end of the device. The torque device was on the guidewire, and the coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been dragged down the guidewire ptfe. No other anomalies were noted. Per the device directions for use (dfu): "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Because the device directions for use (dfu) specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be related to the dfu instruction not being followed.